Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 27mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. Corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned via the implant patient registry that a 3300tfx 25mm aortic valve, implanted for three (3) months developed acute bacterial endocarditis. Two months later she underwent redo avr due endocarditis, vegetations, large pvl, and stenosis. The explanted device was replaced with a 3300tfx 27mm valve. Per medical records: the patient completed 6 weeks of IV antibiotics for bacterial endocarditis, cultures were positive for micrococcus luteus (found in soil, water/food, human skin flora). Follow-up echo shows large pvl, aortic stenosis, and the valve was rocking and appears to be unstable. He underwent redo avr, intraoperative finds were large pvl, significant vegetations, and extensive subvalvular pannus vs vegetation formation. The area was aggressively debrided, and a 27mm 3300tfx was implanted. Post implant echo demonstrated a normal functioning bioprosthetic valve with no pvl. The procedure was tolerated well with no complications. The patient was discharged home on pod #5.